Event description:
The device had not performed a programmed 3 months asuto capacitor reformation, they began a manual capacitor reformation. The manual capacitor reformation self-aborted and "00f7 0008 device state error" message was displayed. Upon re-interrogation of the device error message "00f7 0008 device state error" continued to appear, with the device otherwise un-programmable technical services was called. System reset was attempted and appeared to terminate successfully but re-interrogation again generated the 00f7 0008 device state error" message. Engineers at company advised that this message indicated a 'major "mcu" crash' which could not be corrected using the system reset code. Recommendation to continually monitor the patient and explant the device stat was given.